Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During the interrogation, the patient¿s insertable cardiac monitor (icm) exhibited an error message and had failed to be interrogated due to bluetooth (ble) telemetry was not available. No intervention was performed. The patient had no adverse consequences.